Event description:
The following information was reported: this was a diagnostic neuro case. The deployer did prep the device in a normal fashion. She performed a normal sheath exchange and removed the dilator/wire without incident. When she was attempting to insert the mynx ace device, she had a more difficult time than normal inserting the device into the mynx ace device sheath. Finally after many attempts, she took the mynx ace dilator, stuck it back in the sheath and removed it. The device finally inserted properly into the mynx ace device sheath. The deployer inflated the balloon, noticing the inflation indicator on the back of the handle to be present. When the deployer went to pull back the device/balloon gently to the arteriotomy, there was no resistance noted, and before she knew it she was completely out of the artery. Manual pressure was held for 15 minutes. Without incident. The patient was an outpatient. After pressure held and hemostasis achieved and maintained, the deployer examined the device. It appeared that the balloon was inflated in the mynx ace device sheath as you could not see the balloon at all. The patient was not hospitalized. Procedure type: diagnostic sheath size: 6f stick location: medium vessel type: arterial.

Manufacturer narrative:
It was reported that the deployer was in-training. Visual inspection of the returned device revealed that there were kinks in the introducer sheath and more than 1/3 of the balloon was filled with air. The balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. No leaks were observed. The inflated balloon diameter was also verified in a go/no go gauge to be within specification. Based on the information provided and the investigation performed, the probable root cause for the reported inability to advance in sheath could have been the kinks in the introducer sheath which prevented the catheter from being advanced all the way into the sheath. The root cause of the pull through could have been due to incorrect prep of the balloon. Per the mynx ace instructions for use (IFU), the device needs to be purged of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and result in the balloon pulling through the arteriotomy. There is no evidence to suggest that the mynx ace device did not meet specification or perform as intended. The review of the lhr (f1507201) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).